Event description:
As reported by the edwards field clinical specialist, the patient suffered significant hemodynamic collapse following rapid ventricular pacing during valve deployment. A cut down was performed in the rfa by the cardiothoracic surgeon. Serial dilation was performed and the 24fr sheath was inserted with significant difficulty. The annulus was noted to be 23mm, however, the coronary sinuses were very large (40mm diameter). Because of the poor coronary circulation and also that a bav had been performed in november, bav was avoided during this procedure to limit rapid ventricular pacing time [ef 30%]. A 26mm sapien valve was prepped, inserted, and tracked around the aortic arch without difficulty. There was moderate difficulty crossing the native aortic valve, however, it was successfully crossed without using any additional techniques beyond adjusting the position of the rf3 and changing the tension on the wire. The valve was positioned and deployed during rapid ventricular pacing. Following deployment and cessation of pacing, the patient's blood pressure remained in the 50's despite aggressive medical management to include administration of intra-arterial epinephrine through the pigtail catheter. Excellent CPR was initiated and paused only for defibrillation when the patient was noted to be in ventricular tachycardia. Patient failed to convert with multiple shocks with continuation of CPR in between shocks. The team prepared for and initiated fem-fem bypass and once that was in place, a paced sinus rhythm was restored spontaneously. The patient's metabolic status was aggressively and successfully managed and we were able to risk coming off bypass in order to adequately assess the function of the valve. Tee reveled what appeared to be severe central and moderate paravalvular insufficiency. We carefully discussed the best possible strategy for how to treat the ai while continuing to attempt to understand the degree of the central ai and the possible reason for it. We believed that it was possible that the valve was ok centrally but was just impossible to assess due to low flow. We therefore decided to attempt post dilation with a nucleus numed balloon in order to treat the paravalvular leak and also to nudge the leaflets to attempt to encourage mobility. This was performed while on full fem-fem bypass and with rapid ventricular pacing. Post balloon dilation, there was mild central insufficiency and mild paravalvular regurgitation. Left ventricular end diastolic pressure was 20mmhg. The patient recovered steadily and was weaned from bypass and pressors. All groin sheaths and canulae were removed and the cut down was closed by the cardiothoracic surgeon. The patient was transferred to the ICU in stable condition. The anesthesiologist reported later in the evening that he had woken up and was able to move all of his extremities before being resedated.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Numerous attempts were made to obtain the imaging from the transcatheter aortic valve replacement (tavr) procedure, however, the hospital was unwilling to release imaging to edwards for review. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. In this case, the patient's heart did not convert to a normal rhythm following rapid ventricular pacing (rvp). The medical team did not perform a balloon aortic valvuloplasty (bav) prior to valve deployment to limit rvp time, due the patient's poor left ventricular function (ejection fraction 30%), poor coronary circulation, and previous bav procedure approximately two months prior the tavr procedure. Therefore, it appears that the patient's poor left ventricular function and poor coronary circulation may have contributed to the event. In addition, the patient's advanced age, coronary disease, and damaged heart muscle (scar on the anterior myocardium) may have also contributed. There is no allegation of device malfunction or mislabeling, and no inadequacies in the instructions for use have been identified. Therefore, no further actions will be performed in relation to this event.